Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm abdominal aortic aneurysm and a 3.2 cm iliac aneurysm. The aortic neck was 4.5 cm long and otherwise unremarkable. The access vessels had unremarkable morphology. It was reported that during deployment of the contralateral limb, only the first stent ring was able to be deployed, as the quick disconnect button became disconnected. The stent graft deployment was manually completed by tightly holding the back end of the handle at the location of the quick disconnect button in order to mimic engagement of the quick disconnected being engaged. Deployment was successfully completed; however, the contralateral limb landed lower than intended at the button rather than at the top of the contralateral gate. This resulted in 1.5 cm of overlap between the contralateral limb and the gate portion of the bifurcated stent graft, but there was no type 3 endoleak observed. As a preventive measure, an aneurx iliac extension was successfully implanted to reline the contralateral gate. No additional clinical sequelae were reported and the patient is fine. The device was discarded after the procedure.

Manufacturer narrative:
(B) (4). Evaluation results and conclusion: (quick release button may have been advertently disengaged). (Device discarded unable to follow-up).